Event description:
It was reported that the presenting electrogram shows possible loss of capture on this right atrial (ra) lead. No adverse patient effects were reported. This lead remains implanted and in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).